Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side which starts at the left belt clip rail, another crack in the case that runs horizontally across the battery tube about where the bottom of the battery compartment is located, missing serial number label, cracked middle (enter) keypad button. The pump was received with a battery cap missing a weld spot. The pump passed the rewind and self tests; it failed prime/seating, basic occlusion, occlusion, and force sensor tests. The motor stopped loading prematurely during these tests. Unable to perform the displacement test due to the loading anomaly. Also an early insulin flow block alarm was noted during the force sensor test. Thump software was utilized and uploaded trace/history files properly. The case was cut open. There is some dusty contaminant in/around the following: area underneath the battery board; pcba1--j7, j6; force sensor flex cable terminal. Motor was tested outside the pump, and it passed. The force sensor zero offset in spec = 23.31 mv. In summary, the customer¿s report of insulin flow blocked alarms was confirmed during testing. This and the loading anomaly is due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported an insulin flow block alarm. Troubleshooting was performed and event was resolved by complete set change. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the insulin pump, but the insulin pump will be returned for analysis.